Manufacturer narrative:
No product was returned of revaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk and situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a percutaneous coronary angioplasty (ptca) and stent placement, a 6f angio-seal vip was used in the right common femoral arteriotomy (rcfa). The pt returned to the ward and bleeding and a hematoma at the puncture site occurred. Manual compression via a femostop was applied and a painful bruised leg extended his length of stay. The patient was taking prescribed anti-coagulant medication.